Manufacturer narrative:
Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with float switch was defective, enclosure was cracked by water tank, both covers were cracked, line cord was worn, and pole clamp handle was broken. According to the investigation, functional testing was performed by filling water tank, attach temp check, plug in line cord and turn on device. The customers reported problem was confirmed. The investigation confirmed that the reported problem was caused by defective membrane switch. Service?s replaced the device membrane switch to correct the reported primary problem. Service?s also replaced the float switch, enclosure, both covers line cord and pole clamp. The problem source of the reported problem is user interface.

Event description:
Information was received that during testing of this smiths medical level 1 hotline low flow systems, the system failure to alarm when alarm switch button was pressed. No patient involvement reported.